Manufacturer narrative:
The returned device was evaluated. During evaluation, it was found that the speaker failed. It was also found that the device could only run on battery power for a few seconds, as the battery was depleted. The speaker was replaced and functioned properly. A service history record review reveals that this unit was in the field for over 12 years with no previously reported issues.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-9 does not have an audible tone. The sound was silent. No consequences or impact to patient was reported.